Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated thatt they have crask in insulin pump around rerservoir compartment and are worried that reservoir won't stay in without activity guard. The customer was advised that the insulin pump is no longer water tight and would be replaced.

Manufacturer narrative:
Findings: unit passed displacement test. The test reservoir/infusion set remain in place in the reservoir tube. Unit has minor scratches on lcd window, cracked case at lcd window corner, cracked lcd window, cracked reservoir tube, cracked reservoir tube lip, scratches on reservoir window, broken belt clip slot, cracked battery treads, stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.